Event description:
It was reported that the patient's right ventricular (rv) lead had increased and high thresholds and impedance with a polarity switch. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.